Event description:
It was reported the lead showed high impedances. In turn, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for high impedance was confirmed. As received, the octrode lead was complete. Microscopic inspection identified a break with multiple broken wires; consistent with overstress condition that the lead was subjected while in vivo.